Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The surgeon did not assemble the instruments correctly causing the event, once the surgeon assembled the instrument correctly, there was no issue.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure on an unknown date, the instrument did not slide efficiently along its shaft for adjustment of the resection level. The shaft appeared to be bent and/or twisted. No adverse events have been reported as a result of the malfunction.